Event description:
Boston scientific received information that this right atrial lead dislodged. It was successfully repositioned and will remain in service. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information is expected regarding this issue, this investigation is complete. Should additional information become available, this investigation will be updated.